Event description:
It was reported that a patient underwent an umbilical hernia repair with mesh on a (B) (6) 2009. Almost two months after the procedure, the patient returned with a few day history of pain at the operative site and erythema but no drainage at that time. The patient was placed on augmentin. The next week the scar had opened and was draining purulent fluid and multiple 1 and 2 mm flecks of the mesh ring. Upon re-operation, the patient was found to have a pus filled cavity, in contact with the residual mesh, and had multiple white flecks in the wound of mesh ring. Only the permanent portion of the mesh remained. The surgeon felt the wound was too infected to keep the mesh in place. The mesh was removed and the surgeon was able to primarily close the defect. The surgeon drained the wound and the patient had since recovered and was discharged from follow up.

Manufacturer narrative:
(B) (4). (B) (4) - infection. Results: inconclusive: several small pieces white flecks were returned for evaluation (approx. 1 and 3mm). The visual examination of the returned white flecks confirmed that the white flecks are pieces of the ring which is expected to disintegrate. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.